Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 12/18/2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. An exterior visual inspection was performed and passed. Voltage testing was performed and passed. (B)(6) bluetooth pairing test was performed and failed. Transmitter functional test could not be conducted. No data was available to view in the share log. Confirmation of the complaint was undetermined via product. The root cause could not be determined via product.